Event description:
Healthcare professional reports lower than expected act results with the the ochron response coagulation system. Hemochron response was generating an average act of 380 seconds, while a second hemochron response instrument used as a reference was generating an average act of 560 seconds. Expected result was > 500 seconds. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Act tube lot# was not provided by customer. Method: no related ncmrs or complaint trends identified. Result: complaint was not confirmed through the instrument evaluation.